Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a scratch under the lifevest equipment. Patient described the area as a scratch above the back te pads, with no indication of oozing or bleeding. There was no alleged device malfunction contributing to the scratch. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the scratch. Reporting out of an abundance of caution. Follow up indicated that the scratch improved.